Manufacturer narrative:
The button error alarm and the no button response were due to corroded keypad traces. The pump was received with a cracked case at the display window corner and a minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer was not operating the pump when the button error was received. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.